Event description:
A theatre sister reported that during an intraocular lens (iol) implant procedure, the posterior chamber was punctured as the iol accelerated at the end of implantation. The lens was stuck in the introducer and anterior chamber sprung forward. The iol was removed and replaced during this procedure. The surgical procedure took longer to operate although the exact delay was not specified. Possible use of an unapproved viscoelastic was reported. The facility reported two similar incidents. Add'l info has been requested. There are two medical device reports associated with this event. This report is for second pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was provided; which indicated an unapproved viscoelastic was used. Add'l info has been requested. (B)(4).